Event description:
The physician was attempting to advance two nc sprinter balloons to a calcified lesion in the mid lad with 90% stenosis. The devices were being used for post-dilation. However, the devices could not pass the lesion. No resistance was noted between the devices and other devices used in the procedure. The physician used a new device to complete the surgery. No clinical sequelae or patient injury were reported. The physician is a new user of the product. When the device was returned to the manufacturing facility and through analysis of the returned device, the hypotube of the device was observed to be detached. Evaluation summary: the device was returned with a hypotube detachment 37.5cm distal to the strain relief. The detachment sites were oval and jagged. The proximal portion of the hypotube was kinked. The balloon had not been inflated. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: (related to operational context) ¿ given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related. (Deformation problem). Conclusion results: (operational context) ¿ given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related. (B)(4).